Manufacturer narrative:
H3: product analysis found visually, the open pouch was folded and taped with a surgical tape when returned. There were traces of contamination found at the proximal end of the outer hub. There was no damage noted to the outer tube, outer or inner hub. It was noted that the sides of the gap between hubs were uneven when returned. Functionally, the inner assembly spun freely by hand with no issues. However, when device was attached to the handpiece and ran up to 7,500rpm in oscillating mode, the excessive wobbling occurred. For further analysis, the inner assembly was pulled out of the outer assembly, and it was noticed that the inner shaft was bent. The inner shaft was bent near the distal end of the inner hub and there was also striation in the bent area of the shaft. The device failed functional testing due to defect upon return and the inability to spin properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during septoturbinoplasty bilateral fess that newly opened blade was vibrating vigorously although it had been fixed accurately resulting in the surgeon needing to use a new blade. Procedure was completed with back-up products. There was no patient impact in this event.

Manufacturer narrative:
H6: d03 code updated. Previous applied fdc d16 code are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.